Event description:
It was reported the patient experienced a fever on (B)(6) 2013, 26 hours ¿post dosing¿. The event required hospitalization or prolongation of hospitalization for treatment of adverse event. Per the physician¿s assessment it was then reported on ¿(B)(6) 2013 dlst performed, gabalon negative, onset of fever the day following screening, however blood culture negative¿. A possibility of a relationship to the investigational drug was noted. It was also reported the casual relationship between gabalon and the fever was unclear. Per lab results provided, the patient¿s lactic dehydrogenase result was outside of the upper limit; 185 u/l. The patient¿s blood sugar was 127mg/dl, their platelet crit was 0.300, their c-reactive protein was 0.67 mg/dl, the neutrophil ratio was 90%, potassium level was 0.6mmol/l, additional blood sugar readings were 125 mg/dl and 136 mg/dl, the patient¿s total protein was 6.4 g/dl, another platelet crit was 0.290, monocytes was 8%, and alp (alkaline phosphatase)was 639 u/l. The patient had been admitted to the hospital on (B)(6) 2013. It was also reported ¿(B)(6) 2013 hospitalized for adjustments in baclofen for spasticity in the limbs¿. A total spinal CT was performed on (B)(6) 2013. It was noted the patient¿s ashworth score showed clear improvement over 1-3 hours, on (B)(6) 2013. On (B)(6) 2013 a total spinal MRI was done. The patient experienced vomiting after lunch with no notable changes in their brain CT. On (B)(6) 2013 the patient¿s crp (c-reactive protein) was 21.4 and cefotax 2g/day was also started. Then on (B)(6) 2013, consultation with a pediatrician occurred and meropen 1.5g/day was added. On (B)(6) 2013 no clear source of infection was observed in the whole body CT. On (B)(6) 2013, intravenous sol-melcort 250mg/day was started. On (B)(6) 2013 the patient¿s while blood cell count was 11,200, their crp was 0.72 and their fever had reduced to 38.0 degrees celsius. The patient¿s blood culture was also determined to be negative. Interventions also included antibiotics, steroids and reportedly a blood transfusion. As of (B)(6) 2013 the patient was discharged. The patient¿s outcome was listed as recovered, ¿remission¿ and ¿in former condition¿.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).